Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement, externalized conductors were observed by fluoroscopy. Lead was capped and replaced. Patient's condition was stable. Based on the review of diagnostic image provided to st. Jude, externalized conductors were confirmed.